Event description:
A report was received that the patient's ipg was depleting faster than it use to and that the patient was experiencing heat and pain at the ipg site. After troubleshooting, it was determined that the ipg was depleting at a normal rate; however, the patient was given pain injections for the pain at the pocket site. The patient reported no longer experiencing heat or pain at pocket site following the injections.

Manufacturer narrative:
This is the final report.